Event description:
Staff responded to a chest pain call, the patient was being monitored with ECG electrodes. Reportedly, during transport the display went blank. The device operator cycled power to the device several times in an unsuccessful attempt to restore the device screen. The reporter stated the patient was within 2 minutes of the hospital, so there were no adverse affects to patient care.

Event description:
The facility was using the device during a product in-service. The device was connected to a defibrillator energy test load, while using standard paddles. Reportedly, the defibrillator failed to charge to the selected energy setting. The operator cycled device power. The device then operated properly.